Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl. The customer treated high blood glucose with manual injection. It was reported that they had to change out the infusion set due to high blood glucose. The insulin pump will not be returned for analysis.